Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, when the physician took the device out of the package, they noticed that the tip of the stent was crushed. There was no visible damage to the packaging prior to opening. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Reported event of stent deformed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.